Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned device noted blood on the distal shaft and in the guide wire lumen, which is consistent with use inside the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The hypotube and jacket were separated 16.5 cm distal to the strain relief tubing, confirming the complaint. The fractured faces were ovaled and the jacket was stretched and jagged at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a mfg deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. There was a bend and a kink in the hypotube that were not reported and may have occurred during the procedure or as a result of handling during packing for shipment back to abbott vascular. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the noted damage. The shaft most likely kinked/bent during advancement and further manipulation of the catheter would have contributed to the shaft separating. In this case, the reported hypotube separation and subsequent damage are likely related to case circumstances and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this report. All stent delivery systems are 100% visually inspected for kinks during the mfg process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during advancement of the 3.0 x 15 xience v stent system in the distal right coronary artery, the proximal hypotube broke. The stent system was removed from the anatomy and there was no adverse pt effect. Though requested, add'l info was not provided.